Event description:
It was reported that during an unknown procedure, the staples would not release. Unknown how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Eval summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.